Manufacturer narrative:
Customer collects samples in plastic bd plasma tubes with a gel separator, and centrifuges samples for 3 minutes at 4,593 rpm in a statspin 4 centrifuge. Per customer, the specimen was normal in appearance. Accu tni qc has been within the customer's established ranges prior to and after the event. Ckmb qc information has not been provided to date. A system check performed on 11/01/2009 passed within instrument specifications. Per customer, there were no errors posted to the event log at the time of the event. The customer is not questioning any other assays or patient results at this time. A field service engineer (fse) was dispatched: the fse performed verification protocol. No issues were found. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accu tni) result, above the ami cut-off, and an erroneously elevated ckmb result above the normal reference range for one patient. Subsequent testing produced results in normal reference range for both assays. The results were reported out of the lab. The patient was sent for a CT scan based on the initial accu tni and ckmb results. Results of the CT scan testing are not available to date.